Manufacturer narrative:
Neither user nor health care professional was reachable to notify about the early sensor retirement, thus no RMA could be created. No investigation is possible.

Event description:
On (B)(6) 2020,senseonics was made aware of an incident where user received an early sensor replacement alert.